Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in patient coincident with dianeal pd2 ultrabag therapy. On an unreported date in 2011, the patient experienced constipation. On (B)(6) 2011, the patient experienced peritonitis. It was unknown if the patient required hospitalization. On (B)(6) 2011, the patient began remedial therapy with vancomycin (2 gm, stat, ip), vancomycin (1 gm, injection, daily) and amikacin (500 mg, stat, im) and amikacin (500 mg, daily, im). The root cause of the peritonitis was constipation. At the time of this report, dianeal pd2 ultrabag therapy was ongoing and the outcome for the event of peritonitis was resolving. It was not reported if the outcome for the event of constipation had resolved. The consumer considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy. The consumer did not provide an assessment of causality for the event of constipation.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.